Manufacturer narrative:
The reported complaint of failure to connect was not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed and left ventricular setscrew was noted to be outside of connector block. Further damage was noted on the setscrew consistent with having occurred during procedure. Electrical testing was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
It was reported that the left ventricular lead could not be inserted in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.